Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that their physician implanted their ins too deep. Patient called and reported they were getting a device not found message on their handset when they were trying to connect to their implant. Patient also said the battery indicator light on the communicator was not changing from orange to green. Patient services reviewed correct app usage and charging expectations with patient. The patient navigated to the mytherapy app and reattempted to communicate with their implant but received device not responding. Agent reviewed optimal communicator placement with patient. Patient continually repositioned the communicator but the issue persisted. Patient reported that the communicator was unplugged and had an orange light. Patient suspected that the communicator battery was too low to communicator with ins. Patient opted to charge communicator and try again to connect on their own time. The issue was not resolved through troubleshooting. Patient will call back if the issue persists. The patient was redirected to their healthcare provider to further address the issue.